Event description:
It was reported that the patient presented for an implant procedure. Following the procedure, it was observed that the patient sustained a cardiac perforation on the right ventricular (rv) lead. The rv lead was repositioned on (B)(6) 2026 successfully. The patient was stable and discharged from the hospital.

Event description:
New information received notes that prior to the procedure, the patient presented with chest pain, testing showed a decrease in r wave values and paced impedance and there was no capture with the paced threshold test on the right ventricular (rv) lead.